Event description:
The customer reported discrepant beta human chorionic gonadotrophin (bhcg) result for one patient, involving the unicel dxi 800 access immunoassay system. An initial result of 25.0 iu/l was obtained. The patient¿s sample was reanalyzed on an alternate instrument and produced a result of less than 1.0 iu/l. The initial result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer noted carryover tests failed at the time of the event. The patient¿s sample was collected in a lithium heparin plasma tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes. Prior to retest, the sample was centrifuged at 4,000 rpm (rotations per minute) for seven minutes. Quality control was within expectations at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the sample probe and performed a successful carry-over test. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the sample probe is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.